Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the customer was unable to maintain the arterial waveform. Customer states all connections, cables, changed without results. The iab was replaced and within 4 hours the same issue occurred. Physician states he was unable to aspirate or flush. There was no reported injury to the patient. This report is for the 2nd iab used.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the customer was unable to maintain the arterial waveform. Customer states all connections, cables, changed without results. The iab was replaced and within 4 hours the same issue occurred. Physician states he was unable to aspirate or flush. There was no reported injury to the patient. This report is for the 2nd iab used.

Manufacturer narrative:
The initial catheter reported was discarded and a unused sample from the same lot was returned for evaluation. A linear 7.5fr catheter kit was returned intact and sealed. A visual examination of the returned product was performed and no abnormalities were detected. The technician was able to successfully aspirate/flush the inner lumen. The technician attempted to insert a laboratory 0.025¿ guide wire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The reported events cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record ID # (B)(4).